Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, myocardial infraction, and thrombosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure with placement of a 3.0 x 28 mm xience v stent in the mid left anterior descending artery. On (B)(6) 2013, the patient experienced an episode of angina. On (B)(6) 2013, angiography was performed and thrombosis was noted in the 3.0 x 28 mm xience v stent. Myocardial infarction was diagnosed based upon electrocardiogram. Thrombosis aspiration was performed on (B)(6) 2013 and the patient condition continues. No additional intervention has been performed. No additional information was provided.